Manufacturer narrative:
On 07.aug.2015 it was communicated that we will not get the explanted implants. Batch review performed on 25 august 2015: lot 124796: (B)(4) items manufactured and released on 19 february 2013; expiration date: 2018-01-31. No anomalies found related to the problem. To date, all the items of the lot have been already sold without any similar reported issue. On 26 august 2015 a final report was prepared with the following conclusion: due to lack of pieces explanted, pictures of them or additional information we cannot establish a certain root cause that caused stem loosening. On the same day, the final report was sent to the initial reporter and the case was closed.

Event description:
Revision surgery due to loosening of the stem.